Event description:
The device was returned and the evaluation has been completed. The positioning difficulty event could not be confirmed since the event took place in-vivo. The root cause of the event could not be conclusively determined during analysis; however, was most likely due to vessel anatomy.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 4.7 x 5.3 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported that the common iliac arteries have moderate to severe calcification and tortuosity. The iliac arteries are 5-7 mm in diameter. The physician inserted the stent grafts through an 18fr sheath bilaterally but was unable to advance the delivery system to the intended landing zone. It was noted that when the bifurcated stent graft delivery catheter was removed from the patient/18 fr sheath the proximal graft cover has a kink and there is a puncture in the sheath mid-way down the graft cover and the taper tip of the device was damaged. It was noted that when the iliac stent graft limb was being advanced through the severely tortuous right common iliac artery, the patient¿s blood pressure slightly dropped. The physician attempted to use the iliac limb to treat any damage to either the external or internal artery however delivery catheter was unable to be advanced to the intended landing zone. The physician elected to convert this patient to an open surgical repair. No additional clinical sequelae were reported. The review of returned pre-implant films showed that the distal aorta was small (13mm minimum) and calcified, and the iliacs were severely calcified and tortuous. At the origin of the common iliac the artery was acutely angulated laterally 90deg; bilaterally. Images during the attempted implant were not provided; it is likely that the challenging anatomy contributed to these events.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Results: 313 inherent risk of procedure (kink, positioning difficulties, surgical conversion). Patient¿s condition affected effectiveness of device (anatomy related: distal aorta was small (13mm minimum) and calcified, and the iliacs were severely calcified and tortuous), unapproved use of device (use of device: inadequate iliac/femoral access and iliac diameter less than 8 mm in diameter). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: distal aorta was small (13mm minimum) and calcified, and the iliacs were severely calcified and tortuous). Unapproved or contraindicated use (user related; inadequate iliac/femoral access and iliac diameter less than 8 mm in diameter).